Event description:
Technician alleged that the brake casters brake steer casters are not holding. No pt impact.

Manufacturer narrative:
The technician replaced the brake and brake steer casters to resolve the issue.